Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found completely separated from the cap. There was no report of patient injury or medical intervention associated with this event. No additional information available.